Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was scheduled for an MRI as an inpatient. When the rep performed the impedance check prior to the scan contact 2 on the left vim had high impedances that prevented the MRI. Initial impedance measurements was with ct900 tablet with results for contact 2 in the 12.8-13.8k range. They were then measured with the 8840 at 3.0 volts with similar results. The issue was not resolved at the time of the report. The MRI tech was informed that the scan could not be performed. The suggestion was made that a cr scan be performed in lieu of the MRI. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances on contact 2 were not determined. The only actions interventions were the ones taken the day of the high impedances. The high impedances did not resolve. The information was confirmed with the physician/account. There were no further complications reported.